Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, review of the submitted images, as well as the onsite evaluation by an abbott representative, confirmed the reported driveline damage that would have contributed to the driveline power and communication fault alarms observed in the submitted log files. The submitted controller event log file contained events on 07dec2023. Driveline power fault, driveline communication fault, and controller internal fault alarms were active from the beginning of the file, associated with pwr_a_broken, com_a_fault, and ocp_a_open fault flags, respectively. The pump eventually stopped, resulting in lvad_off, low flow, and low speed advisory alarms. Driveline disconnect alarms also became active with the onset of pwr_b_broken flags. These alarms and fault flags appear consistent with the driveline damage observed in the submitted photos. The controller was shut down after both power cables were disconnected, but restarted once reconnected to external battery power. Driveline communication fault and controller internal fault alarms appeared to resolve (consistent with the splicing procedure performed by the surgeon), and the pump turned on. However, pwr_a_broken and ocp_a_open faults remained active for rest of the file, due to the controller¿s fuse (fuse a) being open. The pump ramped up to the stored patient speed without issue, and flow and power appeared to return to baseline by the end of the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the reported infection; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, document (B)(4), rev. D, are currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains all alarms and the actions associated to resolve the alarms. Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a driveline washout, the surgeon accidentally severed four of the six wires in the driveline with a saw. The pump restarted after the surgeon twisted the wires together and clamped them into place. The patient was found to be stable. A log file review revealed driveline power faults and driveline comm faults on (b)(3) 2023 at 2132. The alarms continued until the ventricular assist device (vad) turned off on (b)(3) 2023 at 2204 from the surgeon severing the power wires in the driveline. The pump was off from 2204 to 2249 when the surgeon "spliced" the wires back together. Driveline fault alarms occurred after the pump restarted. A custom device request for repair of heartmate 3 driveline was requested and approved. The repair was completed by the manufacturer's technical services on (b)(3) 2023.